Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence with multiple cartridges. Blood glucose was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during the load sequence with multiple cartridges. Customer's experienced an elevated blood glucose (bg) of 596 mg/dl and diabetic ketoacidosis and became subsequently hospitalized. While at the hospital, the customer was treated with insulin drip and intravenous fluids. The customer released from the hospital on (B)(6) 2019 with no permanent damage sustained and the issue resolved.